Manufacturer narrative:
Investigation: visual inspection revealed that the silicone coating and latex balloon had burst. There were several pieces missing. There was no evidence of blood. Based upon the visual observations, the reported complaint for "balloon burst" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed a bit of a fault (bulging) or a weak spot on the vasoview hemopro short port balloon. He decided to use the balloon anyway and while in the pt's leg, the balloon then popped. One piece of the balloon remained in the leg and the harvester had to retrieve the piece of balloon by using forceps. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned. The piece that was retrieved was discarded.